Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) delivered several inappropriate shocks for episodes in which a premature ventricular contraction is recongnized as noise and the crt-d delivered a pace which in turn triggered ventricular tachycardia. A shock is delivered which terminated the vt.